Event description:
It was reported by the customer that the vapr vue wireless footswitch device would not pair with the generator. During in-house engineering evaluation, it was determined that the device had damaged housing with broken inserts. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device is not pairing with generator. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Functional: pairing failure - bad transmitter pcb. Damaged housing - broken inserts. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold the faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.